Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports I/r placed the catheter on (B)(6), and on (B)(6) it was discovered there were two pin holes in the silicone extension of the catheter. Catheter needed to be removed and replaced.